Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - observed rusted tip and saline deposits at case body / irrigation tube interface. Handpiece primed and cut successfully. Unit was disassembled to verify internal components. No damage or defect noted. Could not duplicate malfunction. The DHR for microtip lot# 19213-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Could not achieve prime. (Dr (B)(6)).